Event description:
An endo cath bag broke while retrieving portion of stomach. The physician retrieved the pieces of the bag and stated that he retrieved all of the pieces. Also the bag was inspected and all pieces. No injury to the patient.